Event description:
It was reported that the patient had recently experienced nausea, tremors, ataxia, and generalized weakness primarily in the lower e xtremities with frequent falls. It was noted that the left ventricular (lv) lead exhibited elevated thresholds. The lv lead was reprogrammed and remains in use. It was further reported that the patient received shocks due to the right ventricular (rv) lead oversen sing. The rv lead remains in use. Further inappropriate therapy was noted on the cardiac resynchronization therapy defibrillator (crt-d) for an atrial fibrillation (af) episode with rapid ventricular response (rvr) in the setting of acute illness - atrial flutter. The crt-d remains in use. It was also noted that the patient's antiarrhythmics were discontinued. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52, lead, implanted: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.